Manufacturer narrative:
Refers to the main device. Other components include: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type catheter. Product ID 8709, lot# l55563, implanted: (B)(6) 1998, explanted: (B)(6) 2017, product type catheter .

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen at an unknown concentration and dosage via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. On (B)(6) 2017, it was reported that, beginning on (B)(6) 2017, the patient was showing signs of redness and possible infection. The patient was hospitalized and cultured. The patient had developed an infection and the entire system was explanted. The patient was to be managed with oral medication until the intrathecal baclofen system could be replaced. No environmental/external/patient factors that may have led or contributed to the issue were reported. The status of the devices was unknown as the facility had them in their possession. The issue was considered resolved at the time of the report. The patient's status was listed as "alive, no injury". Additional information was received on (B)(6) 2017 from the manufacturer's representative. It was reported that the physician confirmed the explant date was (B)(6) 2017. The physician also reported everything was removed including the catheter accessories. No further complications were reported. The patient¿s medical history included a spinal cord injury, which was noted as being the reason for the intrathecal baclofen pump.